Event description:
It was reported that customer received a button error alarm. It was also reported that buttons were not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly however, slight moisture damage was found at the keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched display window and with peeling back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.